Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. Review of the event history log (ehl) showed a cassette locked but not latched alarm. A pressure test was performed as part of the functional test and the reported issue was duplicated. A defective latch lock cam flex sensor was confirmed when a cassette was latched to the device and start button was pressed. Device displayed "cannot start pump without a latched cassette" even though a cassette was latched to the device. Multiple ?cassette locked but not latched" alarm messages were in the device's event history logs. It was determined that the cause was due to the latch lock cam flex. As a result, the latch lock cam flex was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported the device had pressure issues. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.